Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform several actions including disconnecting tubing, tightening connections, and delivering boluses to resolve the issue. The caller was then advised to change supplies as necessary and resume insulin therapy.